Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing, affecting the system's performance. The customer's blood glucose level was significantly high at 528 mg/dl due to this issue. In response, the customer administered a correction injection via mdi and did not require third-party assistance. Technical support assisted the caller in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy, resolving the issue.